Manufacturer narrative:
This occurred on an unknown date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was damaged (cracked). This occurred before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.